Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Low bg cause was not known. Reportedly customer lost consciousness. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.